Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), complaint history, applicable manufacturing records, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was 20g x ¾¿ w/y-site powerloc max infusion set. The returned product sample was evaluated and the following observations were made: a split was observed in the tubing where it connects to the y-site. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component, and the supplier has been notified of this event.

Event description:
It was reported by the customer, patient powerloc masx has a crack in the distal end (long-end) that had a cap over it. Staff are working to softly loop the tubing to her chest and use an ace wrap to hold it in place (keep in mind she would have this needle, flowed by a male/female equashield safety connector, and the chemo tubing.) Additional information 2/15/2023: transparent dressing was used to secure the line. Patient was receiving continuous chemotherapy infusions, incident caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedure to re-access. Additional information 03/06/2023: rn called into room by parent for ¿there is blood¿. Upon entering room, blood pooled under patient from port leaking. Upon examining, the longer port hub tubing was cracked and there was blood on patients sheets and actively leaking from cracked line. Patient was receiving continuous chemotherapy infusions during this time, d545 with 20 kcl, cytarabine, daunorubicin, zofran incidence caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedures to reaccess."

Event description:
It was reported by the customer, patient powerloc masx has a crack in the distal end (long-end) that had a cap over it. Staff are working to softly loop the tubing to her chest and use an ace wrap to hold it in place (keep in mind she would have this needle, flowed by a male/female equashield safety connector, and the chemo tubing.) Additional information 2/15/2023: transparent dressing was used to secure the line. Patient was receiving continuous chemotherapy infusions, incident caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedure to re-access.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, patient powerloc masx has a crack in the distal end (long-end) that had a cap over it. Staff are working to softly loop the tubing to her chest and use an ace wrap to hold it in place (keep in mind she would have this needle, flowed by a male/female equashield safety connector, and the chemo tubing.) Additional information 2/15/2023: transparent dressing was used to secure the line. Patient was receiving continuous chemotherapy infusions, incident caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedure to re-access. Additional information 03/06/2023: rn called into room by parent for ¿there is blood¿. Upon entering room, blood pooled under patient from port leaking. Upon examining, the longer port hub tubing was cracked and there was blood on patients sheets and actively leaking from cracked line. Patient was receiving continuous chemotherapy infusions during this time, d545 with 20 kcl, cytarabine, daunorubicin, zofran incidence caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedures to reaccess. " medwatch received 6/19/2023: "soft tubing just before the proximal port (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion / painful in child.